Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values five days after the sensor was inserted in the arm. The patient drank orange juice before going to sleep. The patient was asleep and then suddenly experienced seizure and lost consciousness. His brother found him and called the paramedics. The brother treated the patient, there was no documentation about the treatment was administered. The paramedics arrived and took a blood glucose reading which was 125 mg/dl and the cgm reading was 225 mg/dl. The paramedics were able to make the patient regain consciousness and treated him with food. The patient declined to be taken to the hospital and stayed at home to get more rest. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).